Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open was not determined.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 227122908). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing aneurysm blood flow diversion dense mesh stent implantation for treatment of a saccular, unruptured aneurysm in the right internal carotid artery c7 segment with a max diameter of 7 mm and a 6 mm neck diameter. Landing zone: distal: 4.5 mm and proximal: 4.9 mm. The accessed vessel was the right femoral artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure showed slow blood flow in aneurysm. It was reported that during the aneurysm blood flow diversion dense mesh stent implantation, the fg15150-0615-1s reached the m2 segment and delivered the ped-500-16 stent to the m1 segment for deployment. After being deployed for a certain distance, the stent tip did not open. The stent was retrieved into the microcatheter and deployed again, but it still did not open. The tip was slightly abnormal under x-ray. The microcatheter and stent were removed from the body for inspection, and the stent tip was found to be damaged. A new stent and microcatheter were replaced to continue the operation, and the first stent and microcatheter were returned. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 6f 90 cm long sheath, 5f 125 cm intermediate catheter.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex embolization device and phenom 27 returned for analysis within shipping box; and within a plastic bio-pouch. The pushwire was returned within the phenom 27 catheter. ¿damage location details: the pushwire extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex device was pushed out from catheter without any issue. The catheter was flushed with water and water exited out from the distal tip. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of the braid were found to be fully opened and damaged. It is possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.